Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guidewire broke and was unable to be retrieved. The physician selected the use of an accustick¿ ii system for a percutaneous nephrostomy tube placement procedure in the kidney. During the procedure the guidewire became stuck on a large renal stone and approximately 1cm of the tip broke off. An attempt to retrieve the fragment with a hemostat was unsuccessful and the fragment remained in the patient. The procedure was completed with the use of the accustick needle and a non bsc guidewire. There were no further patient complications and the patient was not harmed.